Event description:
The customer observed a falsely depressed hemoglobin results generated on a cell-dyn ruby analyzer for a 78-year-old male patient with a fracture. (B)(6) 2022. The hemoglobin result was 5.51 g/dl. A blood transfusion was performed on the patient for "suspected severe anemia." Blood was drawn and tested (B)(6) 2022. To monitor the situation and the hemoglobin result returned to normal (12.4 g/dl). Due to the value¿s rapid normalization, the first sample from 26-march was retested and generated a low result around 5 g/dl. Another blood sample that had been taken (B)(6) was retested and generated a result of 12.4 g/dl, matching the result (B)(6). The patient received an unnecessary blood transfusion due to the falsely depressed hemoglobin result.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer submitted data to aid this investigation. The investigation included a review of product historical data, product labeling and consultation with medical affairs and algorithm development. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify any trends or abnormal complaint activity. Review of the attached data found that multiple parameters, including hgb, were reported as exceeding the upper limit or exceeding the lower limit indicating that verification of results may be required per the laboratory¿s protocol. The variant lymphocyte (var lym) flag was generated indicating the need to review a stained smear for the presence of variant lymphocytes and follow the laboratory¿s review criteria. Based on the information provided, the root cause could not be determined. Pre-analytical issues could not be ruled out. The cd ruby analyzer generated flags indicating that verification of results was required. As the result had been flagged and the user did not verify the result with an alternative method, use error contributed to the complaint issue. Labeling was found to be adequate for the complaint issue. Based on the investigation, no systemic issue or deficiency was identified for the cell-dyn ruby analyzer, sn (B)(6).